Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the threads on the device are damaged. This device exhibit signs of significant wear/ usage. This device was manufactured in 2016. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that a serious injury- medical intervention has occurred since during procedure, fragments of the broken device had to be retrieved from the patient to be sure that no pieces were left inside the wound. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during thr procedure the impactor base broke. All items retrieved, no pieces were left in the patient. No harm to patient, no delay to case. Finished case with same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.